Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was 151 mg/dl. Reportedly, the customer performed a pump reset, loaded a new cartridge onto the pump, cleared the alarm, and was able to resume insulin therapy.